Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire remained in skin. Patient later emailed dexcom technical support to confirm that the entire sensor wire had been removed. No medical intervention was necessary. At the time of the email, patient reported being fine.